Event description:
It was reported that the handpiece has a oily substance on the bottom cap. It was noticed after the procedure was completed at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection. Corrosion was found and it was determined that the e-box required replacement as it caused the motor not to function correctly due to leaking. The affected e box, bearing and gearhead were replaced. A bad e-box will cause the motor to fail the hi-pot test and leak. The device passed all final inspection activities prior to return to the customer after repair.